Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for gastrointestinal (gi) bleed. The patient had an unspecified significant drop in hemoglobin (hgb) and hematocrit (hct) values. It was reported that the patient was symptomatic due to the blood loss. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and revealed one low flow alarm on (B)(6) 2016 and three low flow alarms on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.